Event description:
Incident occurred about 15 minutes after cord clamping. While the infant was under the warmer, nurse noticed blood flowing through the cord clamp. Nurse applied pressure to the cord and placed a new clamp on the cord, which stopped the blood flow. Infant lost about 1cc blood, and required no additional treatment.